Manufacturer narrative:
E1 initial reporter phone: (B)(6). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the tubing was too long and penetrated the skin of the patient. The tubing was shortened to solve the issue. There were no further patient complications.